Event description:
Customer's family member reported at 11:56 am, device = 570 mg/dl. Family member called doctor and he advised to give customer 18 units of insulin. Customer is not on insulin and was never prior to the call but doctor advised to keep it on hand for an emergency situation. At 2:24 pm, device=512 mg/dl. Nurse advised to wait awhile. At 6:04 pm, device =508 mg/dl and at 10:29 pm, device = 569 mg/dl. Family member gave them 18 more units of insulin and they drank water and felt better. Later in the morning, customer could not talk and emergency medical technicians (emt) were called. At 12:34 am, device =568 mg/dl. Customer was transported to the hosp. At 1:00 am, hospital device =24 mg/dl. Customer was given treatment, but could not recall they type. No controls used. A request was made for return product and replacement product sent.